Event description:
It was reported that a pt underwent a subacromial decompression procedure using a super turbovac 90 wand. The pt reportedly sustained a second degree burn on the right breast (the incision area was not burned). The physician stated that the burn was treated and healing w/o complications, and no add'l procedures for the burn are recommended. No other info was provided for this report.

Manufacturer narrative:
It was reported that the device will be returned for investigation. To date, the device has not been rec'd. A f/u report will be submitted once the investigation has been completed.